Manufacturer narrative:
Two vials of test strip lot 397396-15 containing both >10 test strips and the customer's meter were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with a high level control sample: control sample lot 455 699 00. Specified target range 2.6-3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 6. Test 1: 3.0 and 2.5. Test 2: 2.9 and 3.0. Test 3: 2.9 and 3.0. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Reporter occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown method. At 7:00 am, the meter result was 2.6 inr. At 10:00 am, the laboratory result was 1.9 inr. The therapeutic range was 2.0-3.0 inr.